Event description:
The user reported the device coming off while climbing stairs. No injury occurred.

Manufacturer narrative:
Lock failed to provide secure suspension resulting in device coming off while user was climbing stairs. Product had been in use for 4 months. The locking plate and locking pins were found worn. Product wear is a known disadvantage with ratchet lock where unhardened guide plate may have been more susceptible to a binding effect between similar stainless-steel material and subsequent faster wear down. CAPA is in progress and product improvements have been implemented.